Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2006, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, computed tomography indicated aneurysm enlargement to 73mm along with a possible type ii endoleak. On (B)(6), 2012, the pt was converted to open repair whereby the excluder components were explanted and a surgical graft was implanted. During the procedure, a type ii endoleak originating from the inferior mesenteric artery and a lumbar artery was confirmed. The pt tolerated the procedure.